Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. Considering the surgical methodology, itwas seen that the dentist has used sequence of drills different than theones recommended for the implant installation.

Event description:
Rp 011097 - the dentist reported that 3 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented bone type ii, immediate load and immediate implant were performed and 50ncm of primary stability was achieved.